Manufacturer narrative:
The actual products were not returned for evaluation yet. Before performing evaluation on actual product, I-sens analyzed the cause of low reading with retained meter and retained strips. As a result of control solution test, all the measured values were within standard range and cv% was within the acceptance criteria (below 5%) which was satisfied to internal standard at I-sens. Thus, it is believed that the complaint device should have been functioned properly.

Event description:
Patient stated she did nothing difference on day of incident. Patient reported receiving a reading of 121mg/dl in the morning and felt the reading was not correct and had symptoms of hyperglycemia. Patient claimed she did not treat herself based on the meter reading since she was not sure what to do. Patient continued to feel unwell, so she had her neighbors call an ambulance and when they got to her, they checked her blood glucose, and it was 351mg/dl, indicating her blood glucose was high. The paramedics informed her that her meter was not working and set her up on an IV and took her to the hospital where she was treated and released later in the day.